Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home at the time of passing. Prior to passing, the patient received 4 treatments from the lifevest. At 1:00:44 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 90 bpm with motion artifact, and the post-shock rhythm was also an idioventricular rhythm at 90 bpm with motion artifact. Motion artifact contributed to the false detection. At 1:01:16 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 110 bpm, and the post-shock rhythm was idioventricular rhythm at 90 bpm transitioning to polymorphic vt at 110 bpm. At 1:01:57 am, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 100 bpm, and the post-shock rhythm was vt at 130 bpm. At 1:02:46 am, the patient received the final treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 110 bpm and the post-shock rhythm was vt at 120 bpm. From 1:03:27 am to 2:20:06 am, 10 arrhythmias were declared by the lifevest. The patient's ECG shows that the patient's rhythm was vt at 110 bpm degrading to asystole with intermittent cardiac activity. Asystole with CPR artifact and response button use is seen intermittently from 2:23:39 am until the electrode belt was disconnected at 3:01:08 am. There is no indication of any device malfunction that caused or contributed to the patient's death. The patient's equipment was returned and found to be fully functional.